Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels (400-600 mg/dl). Reportedly, customer was using a bad vial of humalog insulin. Customer changed to a new vial of insulin, and his health care professional adjusted basal and bolus settings to stabilize customers blood glucose level. Customer was treated with intravenous insulin drip while in the hospital. Pump passed delivery system check.